Manufacturer narrative:
Visual analysis of the returned device found the basket wires were found to be deformed and the tip was intact. The side car-rx presented pushback out of specification and was torn from the distal end. The wire basket/wire assembly and the inner sheath were found to have been removed from the coil and handle assemblies. The wire assembly was broken in two sections, and both broken points appears to have been made by a sharp tool. Further evaluation found the pullwire have been broken from the distal end of the handle cannula. Both ends of the fractured pullwire presented evidence of necked which indicates that the pull wire was subjected to tension. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the failures found. It cannot be determined precisely how the pull wire failed. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device.  Therefore, the most probable root cause of this complaint is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot.  A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with a trapezoid¿ rx basket in an attempt to crush a 1.2 cm stone. However, the pullwire broke leaving the basket stuck inside the bile duct. A sohendra lithotripter was not available during the procedure. The procedure was not completed and the basket was left inside the bile duct. On (B)(6) 2017, the patient was transferred to another facility to undergo another ercp where the basket was finally removed using a sohendra lithotripter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with a trapezoid¿ rx basket in an attempt to crush a 1.2cm stone. However, the pullwire broke leaving the basket stuck inside the bile duct. A soehendra lithotripter was not available during the procedure. The procedure was not completed and the basket was left inside the bile duct. On (B)(6) 2017, the patient was transferred to another facility to undergo another ercp where the basket was finally removed using a soehendra lithotripter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.